Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient presented in hospital after receiving multiple high voltage therapies. Upon reviewing the stored episodes, it was found that device delivered multiple shocks without a return to sinus rhythm. Dft testing was performed. Device treated induced vt and vf rhythms properly. All electrical parameters were within range and the device remains implanted. The patient condition was good.